Manufacturer narrative:
At the request of the surgeon a custom implant was supplied for a revision procedure, however during the revision procedure it was identified that the implant had not failed, a correction in soft tissue was required and there was no change of implant. No further investigation for this event is possible at this time. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
It was reported that the patient had a modular mets prosthesis in place. It is thought that the prosthesis has fractured at the de-rotation plug between the stem and principle shaft. The surgeon intends to revise it to a solid implant but preserve the tibial component.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that the patient had a modular mets prosthesis in place. It is thought that the prosthesis has fractured at the de-rotation plug between the stem and principle shaft. The surgeon intends to revise it to a solid implant but preserve the tibial component.